Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 16329353.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were replaced due to lead migration. The patient was doing well postoperatively. The explanted leads will not be returned.